Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr single lumen per-q-cath with t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. Approximately 4.1 cm of the stylet was observed to be protruding from the membrane of the t-lock and a red warning hang tag was observed on the stylet. The sample was flushed with a 12 ml syringe of water and a leak was observed near the 16 cm depth marker, approximately 16.2 cm distal to the strain relief. A microscopic observation revealed a small split in the catheter just proximal to the 16 cm depth marker. The catheter was dissected and additional damage was observed on the interior wall of the catheter near the split. The type of damage observed on and within the returned catheter was most-likely caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter outside the patient was found to leak on the length of 5-6 cm site. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter outside the patient was found to leak on the length of 5-6 cm site. No other information was provided.